Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) delivered innapropriate shocks. Upon interrogation of the device and review of the episodes, noise was observed on the ventricular rate/sense channel. This noise could be reproduced with arm movement. In addition, pacing impedance had dropped to below 200 ohms (from 670 ohms at implant), and a loss of capture was observed in the right ventricle. Technical services (ts) discussed a loose setscrew/connection as the most likely source for the above observations. The physician will invasively evaluate.